Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. Customer changed pump supplies to address the issue. On (B)(6) 2025, the customer went to the emergency room (ER) with ketones and unable to provide the blood glucose level. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. System check was performed, and the pump is functioning as intended.